Event description:
It was reported to medtronic minimed that the customer experienced the battery life diminishing, a scratch and crack, a buttons slow to respond. The customer reported no adverse event. The event involved product(s) mmt-1884l. Troubleshooting was not performed, and the issue was not resolved. No harm requiring medical intervention was reported. No product return is required for mmt-1884l.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump passed the displacement test, active current test, sleep current test and self test. All buttons function properly and no unexpected power/battery alarms/alerts or stuck button error alarm noted during testing. Successfully downloaded history files and traces using thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No stuck button error alarm found in the pump history file/trace. No power/battery alarms/alerts found in the pump history file/trace on the event date 20-may-2024. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the keypad assembly, electronic assembly, motor or force sensor.the j1 connector on pcba 1 was locked properly during visual inspection. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked battery tube threads, cracked case along the side of the battery tube, cracked select button keypad overlay and minor scratched lcd window. Keypad/button unresponsive/button error alarm and charge/battery lasts less than expected not confirmed. Cosmetic damage confirmed at the back of the battery compartment. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.